Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were in tact. The plunger head was full of contamination. There was a force sensor test error in history. Customer stated problem was verified during flow test. The root cause for the reported issue was found to be the plunger head was full of contamination. The technician replaced all parts of the plunger head.

Event description:
It was reported that force sensor error occurred. No patient injury occurred.